Event description:
The suspect device result was 205 mg/dl. The user dosed insulin and went to bed. At 2:00 am pt was shaking and was incoherent. Pt's spouse treated pt with granulated sugar and apple juice. Controls were not used. The device was replaced and requested to be returned for evaluation.